Event description:
Customer stated they performed a blood glucose comparison on a patient. The device result was 376mg/dl and the lab result was 240mg/dl. Customer stated controls were in range but values were not given. A request was made for the return of the suspect device and replacement product was sent.